Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The error was not observed when the patient sent a remote monitoring transmission from their home. The programmer remains in use. No patient complications have been reported as a result of this event.